Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that infusion set broke off at cannula part when she woke up in the morning and this issue occurred with three infusion sets from the same box two weeks before this report. No further information available.